Event description:
Customer reportedly, received the following results on the compact plus system within 10 minutes: 24 mg/dl, 25 mg/dl, 29 mg/dl, and 150 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).